Event description:
Lap appendix - "during the procedure, a piece of rubber became visible inside the pt. The rubber was then retrieved. After examining the ports. It was noticed that a piece of rubber had ripped off from inside."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.